Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Data review: console logs were consistent with what was reported in the complaint. Purge disc not detected alarms [event set #402] were observed in the imc logs. Device analysis: console was tested after arriving in field service. The purge disc not detected issue was able to be reproduced. Further inspection of the console revealed that the purge disc flag was broken (missing at blue retainer). Conclusion: the root cause of the reported purge disc recognition issue was determined to be a broken purge disc flag.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A circulating tech reported that the console would not recognize purge disc after three attempts. Consoles were swapped and a new console recognized the purge disc. There was no patient harm.